Manufacturer narrative:
As the item question was not returned dimensional and functional inspection could not be performed. The review of manufacturing documents for the locking screw revealed no deviation in material resp. In the manufacturing process. The rmf for the locking screw (and nail and end cap) had considered potential screw motion. The estimated threshold was not exceeded. Investigation revealed no non-conformity; therefore no new CAPA was initiated. Reasons for screw migration could be (but not limited to) an insufficiently tightened end cap (ensures axial stability) or release of the end cap (due to decreasing ¿ caused by advanced bone healing ¿ but repeated load) in combination with a kind of ¿rollover¿ of the locking screw caused by the patient¿s motion. However, in this case the real cause could not be determined. Summarizing initial successful implantation without further matters including an implantation period of more than 1 year and considering documented faultless product it was concluded that the event was not caused by a deficiency of the device. It could not be excluded that the event may have been caused by an interaction of bone healing and typical motion. With available information no further technical statement was possible. A medical statement seemed not reasonable with available information. In case relevant clinical information should become available, we reserve the right to update the investigation and change the root cause. According to available information a product deficiency was not verified.

Event description:
It was reported that on (B)(6) 2014, the patient underwent the surgery with the t2 scn. The surgeon used full thread screws for distal screw hole of the nail. After 1 year half surgery, the patient felt the pain. When the surgeon confirmed x-ray, it was found that the most distal screw was loosening. Therefore the surgeon planning the revision surgery for removing all implants on (B)(6) 2015.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that on (B)(6) 2014, the patient underwent the surgery with the t2 scn. The surgeon used full thread screws for distal screw hole of the nail. After 1 year half surgery, the patient felt the pain. When the surgeon confirmed x-ray, it was found that the most distal screw was loosening. Therefore the surgeon planning the revision surgery for removing all implants on (B)(6) 2015.